Event description:
No additional information.

Manufacturer narrative:
G code corrected.

Event description:
1. When cannulating the patient, the distal tip was broken, which prevented the passage of the needle, and at the time of removal, the patient reported a lot of pain.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable fmea/eura (p-eura/ref the doc#: (B)(4) and rev# 28) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A review of the applicable fmea/eura (a-eura/ref the doc#: (B)(4) and rev# 14) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: cancel MDR. Clarification received that the reported failure on the initial MDR did not occur with this lot number.

Event description:
Clarification received that the reported failure on the initial MDR did not occur with this lot number.